Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.

Event description:
Nurse reported via our sales rep that she was observing a surgery. During this, the surgeon noted that the ankle pin of the trial is broken off. Nothing was left in the pt. Another device was used to complete the surgery.